Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17712395 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician was attempting to stent a stenotic lt renal artery. Working through a 6fr 45 cm brite tip sheath over a non-cordis wire the physician attempted to cross the lesion but the blue/slalom 6 x 15/80 stent wouldn¿t cross. He pulled the stent back lightly to re position and the stent separated from the balloon catheter, floating on the wire in the aorta. The physician removed the balloon catheter and made multiple unsuccessful attempts to snare the stent in order to remove it from the patient. The stent ultimately floated down the wire into the common femoral artery where a cut down was made to remove the stent.

Manufacturer narrative:
The physician was attempting to stent a stenotic left renal artery. Working through a 6fr 45cm brite tip sheath over a non-cordis wire the physician attempted to cross the lesion but the blue/slalom 6 x 15/80 stent wouldn't cross. He pulled the stent back lightly to re position and the stent separated from the balloon catheter, floating on the wire in the aorta. The physician removed the balloon catheter and made multiple unsuccessful attempts to snare the stent in order to remove it from the patient. The stent ultimately floated down the wire into the common femoral artery where a cut down was made to remove the stent. The product was returned for analysis. One non-sterile stent of a blue/slalom 6x15/80 bil package was received inside a plastic bag along with an unknown small metallic tube. Per visual analysis the stent was found to be bent and crooked. The associated sds palmaz blue stent delivery system was not returned for analysis. Per microscopic analysis the bent and crooked conditions noted on the stent were confirmed. No fractured conditions were noted. A product history record (phr) review of lot 17712395 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) - failure to cross¿ could not be properly evaluated due to the nature of this event without access to procedural imagery and the non-return of the delivery system for analysis. The exact cause of the event could not be determined during analysis. The reported ¿stent - dislodged - in patient¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by the bent and crooked damages noted on the stent during analysis. According to the safety information in the instructions for use ¿the cordis palmaz blue .018¿ transhepatic biliary stent system is indicated for palliation of malignant neoplasms in the biliary tree. Warnings the safety and effectiveness of the palmaz blue .018 transhepatic biliary stent system for use in the vascular system have not been established. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Potential complications associated with transhepatic biliary endoprostheses implantation may include, but are not limited to, the following: stent migration. Measure the diameter of the reference duct to determine the appropriate size stent and delivery system. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Caution: after completely retracting the csi, do not re-advance it over the positioned stent to avoid dislodging the stent.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The following sections have been updated accordingly. The physician was attempting to stent a stenotic left renal artery. Working through a 6fr 45cm brite tip sheath over a non-cordis wire the physician attempted to cross the lesion but the blue/slalom 6 x 15/80 stent wouldn¿t cross. He pulled the stent back lightly to re position and the stent separated from the balloon catheter, floating on the wire in the aorta. The physician removed the balloon catheter and made multiple unsuccessful attempts to snare the stent in order to remove it from the patient. The stent ultimately floated down the wire into the common femoral artery where a cut down was made to remove the stent. The product was returned for analysis. One non-sterile stent of a blue/slalom 6x15/80 bil pckgd was received inside a plastic bag along with an unknown small metallic tube. Per visual analysis the stent was found to be bent and crooked. The associated sds palmaz blue stent delivery system was not returned for analysis. Per microscopic analysis the bent and crooked conditions noted on the stent were confirmed. No fractured conditions were noted. A product history record (phr) review of lot 17712395 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system - failure to cross¿ could not be properly evaluated due to the nature of this event without access to procedural imagery and the non-return of the delivery system for analysis. The exact cause of the event could not be determined during analysis. The reported ¿stent - dislodged - in patient¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by the bent and crooked damages noted on the stent during analysis. According to the safety information in the instructions for use ¿the cordis palmaz blue .018¿ transhepatic biliary stent system is indicated for palliation of malignant neoplasms in the biliary tree. Warnings the safety and effectiveness of the palmaz blue .018 transhepatic biliary stent system for use in the vascular system have not been established. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Potential complications associated with transhepatic biliary endoprostheses implantation may include, but are not limited to, the following: stent migration. Measure the diameter of the reference duct to determine the appropriate size stent and delivery system. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Caution: after completely retracting the csi, do not re-advance it over the positioned stent to avoid dislodging the stent.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.